Event description:
Pt experienced shortness of breath in 1997. Follow-up in 1999 showed condition deteriorated with shortness of breath. Echocardiogram indicated aortic stenosis with limited motion of tspv leaflets along with thickening and calcification.